Event description:
The patient developed an infection at the device incision site. The patient experienced soreness with inflammation at the incision site and hip pain. The lead and extension were explanted and keflex was administered. The event was ongoing.